Event description:
It was reported that the blood glucose monitor was unavailable for use due to no power during a serious injury event resulting in hospitalization. The patient tried to use the meter on the incident day, but the meter would not turn on. The customer was feeling normal and exhibited no symptoms. Nonetheless, the patient's mother called the paramedics as they had no spare meter available to test. When the paramedics arrived they measured a blood glucose value of 900 mg/dl on the paramedics' meter, and asked the customer a series of questions, without treating her. About 15 minutes later, they took her to the hospital, where she was admitted for 16 days. No blood glucose results obtained by the hospital personnel were provided. The patient was treated for ketoacidosis with insulin and other fluids via IV while in the hospital. The patient was also put on a ventilator.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.